Event description:
Voluntary report concerning an event from a hospital.

Manufacturer narrative:
Skytron received a complaint from hancock hospital reporting that a 6700b table had tilted with a pt on it. We contacted our distributor in the area who promptly dispatched a service technician. After inspecting the table and interviewing the charge nurse, it was discovered that the pt was placed on the table in reverse orientation. The hosp staff had removed the head section and put it on the leg section while putting the leg section where the head section should be placed. This incorrect configuration caused an instable weight distribution and caused the table to tilt. The nurse caught the pt and there were no injuries. The facility has requested a quote for a table support rod in order to eliminate the potential for reoccurrence.